Manufacturer narrative:
Evaluation summary: customer report of stiff leaflets was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflet 2, and moderate calcification on leaflets 1 and 3. Extrinsic calcific deposits were observed on the surface of leaflet 3 on the outflow aspect. As received, leaflet 1 was in the open position and was able to be pushed back into closed position when probed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11 mm on leaflet 3 at the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Leaflet 2 had a 11mm tear through the cusp area and calcification was evident at the tear. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring and a suture pledget remained attached to the sewing ring around leaflet 3 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. Wireform was exposed around leaflet 2 on the outflow aspect.

Event description:
Edwards received notification that this 65 y-o patient with a valve model 7300tfx27 in mitral position underwent surgery for mvr after an implant duration of approximately 2 years due to degeneration leading to severe stiffness of the prosthetic leaflets. A non-edwards mechanical valve was implanted in replacement. Patient was noted to be discharged. As per cer, this patient has also a tricuspid ring. The explanted valve was returned for evaluation. As per product evaluation, heavy calcification and heavy host tissue were also found on the valve, causing a leaflet tear.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned for; however, the evaluation remains to be performed. A supplemental report will be submitted with evaluation findings once available. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y o patient with a valve model 7300tfx27 in mitral position underwent surgery for mvr after an implant duration of approximately 1 year and 3 months due to severe stiffness of the prosthetic leaflets. A non-edwards mechanical valve was implanted in replacement. Patient was noted to be discharged. As per cer, this patient has also a tricuspid ring. The explanted valve was returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.